Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked display window, cracked display window corners, a cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed multiple no delivery alarms during a bolus attempt. The blood glucose reading was 350 mg/dl, which was treated with a manual injection. The customer stated that the first infusion set she tried was fine upon removal, but she found a bent infusion set cannula on the second one. She stated that she would like to return the infusion set and reservoir for analysis. It was also reported that the insulin pump had alarmed motor error, which the customer believed occurred during the priming process. She stated that she had experienced high blood glucose levels for the past few weeks and she normally did not have this kind of issue. She noted that she is very lean, which may impact insertion site locations. She stated that she was tired. Advised replacement of the insulin pump. Nothing further reported.